Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.device remains implanted.

Event description:
It was reported that post op a gastric band placement, the patient had vomiting in 2008 which required a nasogastroscopy exam. This exam did not show any problem but a small hiatal hernia. An oesophagitis was not revealed. A complete band deflation was performed. In 2009, the patient had vomiting again with abdominal pain. An radiology exam revealed esophageal motor disorders. A manometry did not show any problem. The vomiting disappeared without treatment.